Event description:
Rptr rented 3 small tanks from homecare for pt. Homecare stated that they do not fill the tanks and did not disclose MFR info. Tank was used to depletion by the pt. Next tank was not used by the pt but opened by rptr and smelled. There was no odor from this tank. Third tank was first used by pt 3 days before event date for approx 3 hrs, and then again 2 days later for approx 11 hrs, and then again on next day for approx 2.5 to 3 hrs. Pt required CPR and was flown to an ER for treatment. The ER treated pt but gave no diagnosis for what was wrong. Rptr smelled the contents from tank days later and noticed a noxious odor. Within 15 mins they had nasal burning, sore throat, stomach and headache symptoms. Three days later, two nurses smelled the contents of tank and were both sent to the ER with sore throat and burnt nasal passages. Tank was then sent by the hosp to air testing co for analysis. Benzene was identified but not reported as a problem.